Event description:
It was reported from medical records on (B)(6) 2011. Lead was replaced on (B)(6) 2011 due to not able to get enough power out of the lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).